Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem of 'system error 322 alarm.' Was confirmed in the event history log (ehl) review as 'system error 322' messages. Evaluation experienced a system error 322 during testing. The cause was identified to be a link which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 322 (link switch error (low)) alarm. No additional information is available.